Manufacturer narrative:
Additional information was received for this file: the physician suspected a possible type ia endoleak on the final intraoperative angiogram on the day of the implant, so placed endoanchors to rule out any possibility. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exact date of implant is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide was used as an accessory device for treatment of a type I or type ii endoleak. The patient previously had an endurant stent graft implanted on an unknown date. It was reported that during the index procedure after placement of the 3rd endoanchor in the abdominal aorta, a 4th endoanchor was unable to be placed. It was attempted to place the 4th endoanchor in a number of locations but the heli-fx applier wouldn't pass through the end of the guide when curved. The physician attempted to pass it when the guide was straight and this was successful. On examination of the guide outside the patient, it was noted that when straight the heli-fx guide's opening was round but when curved, the opening of the guide was compressed and ovoid. A 22mm (28mm was not available) heli-fx guide was prepped and used to place 6 more endoanchors. As per the physician the cause of the event was product related. No additional clinical sequelae were reported and the patient is fine.